Event description:
It was reported by the customer that they have had 1 of these catheters that had a tiny shaving of metal attached to the tip of the needle that could easily break off. It appears to be an extra shaving/sliver that wasn¿t removed when the bevel was manufactured. Verbatim: complaint via email. Email(s) attached I wanted to report an issue with the bd saf-t-intima 22g IV catheter, lot 5259038. We have had 1 these catheters that had a tiny shaving of metal attached to the tip of the needle that could easily break off. It appears to be an extra shaving/sliver that wasn¿t removed when the bevel was manufactured. We were able to catch this prior to any patient use, and we have opened other catheters within this same lot and they have been ok so far. It was very difficult to get a good photo due to how small this shaving is but, hopefully this is helpful. Additional information received on 24-mar-2026: 1. Can you please provide an exact date of event in format dd-mmm-yyyy? This was discovered on 3/17/26. 2. Can you share any physical sample if available for investigation? I still have the IV catheter intact that could be used as a physical example. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No serious event as this was caught prior to any patient use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.